Event description:
It was reported that "the bag leaked out at the 90-degree intake where the catheter connects". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the bag leaked out at the 90-degree intake where the catheter connects". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.